Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. The customer treated with lantus novalog. Customer's current blood glucose value was 272 mg/dl and the blood glucose was 700 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized on unknown date. The blood glucose value when admitted to hospital was over 600mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Customer wearing the pump at time of hospitalization. Customer was explained about the 2 high blood glucose rule. Customer does not think pump is over delivering. Customer stated that they had serter issues. The product was not returned for analysis.